Event description:
A malfunction alarm was reported with the code malf 12. There was no reported impact to the customer's blood glucose level. The customer received information on how to reset the pump from technical support and successfully reset it, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue occurred again.